Event description:
It was reported that the patient presented for a generator changeout. Prior to the procedure, upon interrogation the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.